Manufacturer narrative:
Gtin number for item: (B)(4), lot: 17077007 is 07613203015806. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. A picture of the set was provided by the customer. No leak could be observed from the filter as reported by the customer. The root cause of this failure was not identified.

Event description:
The customer reported a leak at the filter during an etoposide infusion. It was reported that the patient was ambulating to restroom when "drops of fluid" was noted leaking from the filter. There was no report of patient harm .the event occurred in the infusion center.